Event description:
Approximately 1.9mm of a drill bit that is 12.7 mm in length broke off the patient's hip below the surface of the bone. This was the third hole that was being drilled when the tip of the drill broke off. The broken piece could not be extracted and was left in the patient.